Event description:
The customer reported falsely elevated sodium results while running on the alinity c processing module. The customer replaced the ict module and generated an instrument error code 3062 (residual liquid detected in cuvette (125). The following data was provided (repeated results were tested on another analyzer): on 15dec2023: sid (B)(6): sodium: initial result = 183 mmol/l; repeat result = 141 mmol/l sid (B)(6): sodium: initial result = 165 mmol/l; repeat result = 142 and 141 mmol/l sid (B)(6): sodium: initial result = 161 mmol/l; repeat result = 141 and 142 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The customer service representative reviewed the module logs and recommended troubleshooting for the alinity c processing module, serial number (B)(6), that included replacement of the alinity c-series cuvette dry tip. The customer replaced the ict module, as a pin was damaged during troubleshooting, and the cuvette dry tip to resolve the issue. The alinity c-series cuvette dry tip was determined to be the likely cause of the elevated results. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c-series cuvette dry tip did not identify any trends. A review of tracking and trending for the alinity c processing module, serial number (B)(6)did not identify any similar issues. A review of the manufacturing documentation and did not identify any non-conformances or deviations for the alinity c-series cuvette dry tip or the alinity c processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the alinity c processing module, serial number (B)(6), or the alinity c-series cuvette dry tip.

Manufacturer narrative:
A1 - patient identifier: (B)(6). (3 patients) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium results while running on the alinity c processing module. The customer replaced the ict module and generated an instrument error code 3062 (residual liquid detected in cuvette (125). The following data was provided (repeated results were tested on another analyzer): on 15dec2023: sid (B)(6): sodium: initial result = 183 mmol/l; repeat result = 141 mmol/l. Sid (B)(6): sodium: initial result = 165 mmol/l; repeat result = 142 and 141 mmol/l. Sid (B)(6): sodium: initial result = 161 mmol/l; repeat result = 141 and 142 mmol/l there was no impact to patient management reported.